Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have received sensor error. Customer states insulin pump in not communicating with the transmitter. Customer's blood glucose was 43 mg/dl, which was treated with jelly beans. After troubleshooting, customer was advised that sensors would be replaced. No further info provided.